Manufacturer narrative:
H4: the lot was manufactured between january 10, 2024 ¿ january 12, 2024. H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed, and droplets of fluid located on the interior wall of the device bottle resembling condensation were observed. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Condensation is not a leak defect. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had filtration in the elastomeric pump. The device contained 3080 mg fluorouracil (61.6 ml) in dextrose 5% (178.4 ml) with a total volume of 240 ml. This occurred during priming prior to patient use. There was no patient involvement. No additional information is available.